Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Customer reported the mobile system gave a blood glucose result of 7.8 mmol/l and seconds after, he had symptoms of severe hypoglycemia. His son was present and treated him with glucose, which helped. Strips are not available for return.